Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). It was reported by the vad coord that the pt had an episode of fluid ingress, resulting in the pump running in basal rate. The pt was subsequently placed on pneumatic support using the ip console and stroke volume limiter (svl). Three days later, a decision was made to replace the lvad with the MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The explanted device was returned to the MFR for eval, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.